Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this lead dislodged. An attempt was made to reposition the lead via a guidewire but pacing thresholds remained unsatisfactory and there was no capture at the end electrode. The physician left the lead in this position and planned to program around these measurements. Additional information was received that programming was successful. This lead remains in service. No adverse patient effects were reported.